Event description:
It was reported that during a procedure of the distal left anterior descending artery (lad), the trek balloon dilatation catheter was being used for a percutaneous transluminal coronary angioplasty (ptca), however, it could not cross the lesion and was removed from the anatomy without incident. A non-abbott device was used in the procedure. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. Though requested, no additional information was provided. Return device analysis revealed that the balloon was returned twisted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek balloon catheter found no blood visible but found contrast in the inflation lumen and on the shaft and hypotube. This is consistent with the reported information that the catheter was prepared and advanced in the patient anatomy. The balloon was tightly folded indicating that the balloon was not inflated. The tip length and the balloon crossing profiles were measured and met manufacturing specifications. The inability to cross a lesion and difficulty advancing the catheter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Reportedly, the patient anatomy was moderately tortuous which may have contributed to the reported difficulty crossing the lesion. Failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The inner member and balloon were both twisted, for an entire length of the balloon. Since there was no mention of any damages to the balloon or the inner member during preparation for use, the observed damages to the balloon and inner member were most likely as a result of the difficulty encountered during catheter advancement and during the attempt to cross the lesion. There is no indication of a product quality deficiency. A review of the device lot history record revealed no nonconforming material records associated with this lot, indicating all lot release testing met specification. A query of the complaint-handling database revealed no other incidents reported for this lot. All dilatation catheters are visually inspected for damages numerous times throughout manufacturing process including prior to placing the device in the dispenser coil.